Event description:
It was reported that the customer's insulin pump malfunctioned, displaying a malfunction code that was not resettable. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.